Manufacturer narrative:
Date of event: the exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) that was implanted about one year ago. A urinary incontinence test was performed and it was observed that the pressure regulating balloon was got deflated. A revision surgery has not planned, the physician will discuss with the patient.